Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Investigational testing showed the driver performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4), follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited high fill volumes while supporting a patient. The customer also reported that the patient switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited high fill volumes, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited high fill volumes while supporting a patient. The customer also reported that the patient switched to a back-up freedom driver without any reported adverse patient impact.